Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Event description:
Allegedly revised due to broken modular neck. Add'l info rec'd (B)(4) 2014: the pt. Wanted to bleed a radiator - the leg gave way and the pt. Fell. Low activity level.